Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured november 17, 2014 ¿ november 18, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo revealed ruptured bladder. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a bladder rupture during filling. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.